Event description:
The hcp initially reported that the patient was admitted to the hospital after pump and catheter replacement for overdose symptoms of leg weakness and/or spasm. Additional information received indicated the patient came in for routine end of service replacement of their pump. During the replacement surgery the old catheter could not easily be aspirated. The catheter was flushed with saline and was found to have migrated from the intrathecal space. The patient had developed a fibrosis track to the intrathecal space. The pump and catheter were replaced. See MFR report # 2182207200704022 and 2182207200704023.